Event description:
The cna reported the handle on back of the ceiling lift tore as she and a pt tech were guiding the patient into his customized wheelchair. She stated they tried to avoid pulling on the handles, but positioning this patient is difficult because he needs to be seated between devices in the chair that prevent him from leaning to the side.the tear was at one handle in the back of the sling, not at a handle that attaches to the ceiling lift. The staff involved were aware that the company advised not pulling on these handles. (Re-education was provided last week). The company rep also reported that a re-design of these handles is being considered.the ceiling lift sling is a large combi sling, lot number 1631210bd sn: (B)(4). Pt wt (B)(6) kg. It has been removed from service and is currently in the nurse manager's office.